Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative went onsite to evaluate and repair the reported device. This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Event description:
The customer reported while setting up the avea ventilator, it is alarming ext high ppeak, and circuit occlusion. The customer stated there was no patient involvement associated with this event.